Event description:
It was reported that the insert could not be inserted properly at the site of the anterior wire. Then the anterior wire deformed. So, the surgeon used 15mm insert instead of it and the procedure was completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: heavy damage to distal surface of the returned insert suggests posterior locking features were not assembled prior to impaction. The outline of baseplate features are visible on distal surface of insert. Functional inspection: the damage to the device renders it non-functional. Dimensional inspection: not performed because the dimensions of the device have been altered by implantation and subsequent explantation. The investigation determined the likely root cause of the event to be misalignment of the tibial insert during insertion which prevented complete locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the insert could not be inserted properly at the site of the anterior wire. Then the anterior wire deformed. So, the surgeon used 15mm insert instead of it and the procedure was completed.